Event description:
Clinical adverse event received for severe left knee pain 10/10. Event is serious and is considered severe. Event is possibly related to procedure. Event is not related to device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).